Manufacturer narrative:
E2:no; e3: non-healthcare professional. Based on the results of the investigation, it was found that the camera cable had a broken wire, which prevented normal communication and resulted in image distortion. The cause of the broken wire could not be identified based on the information obtained from this complaint and the results of the investigation. The main unit was cracked and could not be kept airtight, which may have allowed moisture to penetrate into the interior thereby flooding the main body and main body imaging. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a distorted image, there was a broken wire in the camera cable, the main unit and imaging unit was flooded and the main unit was cracked. There was no patient involvement.